Event description:
Report 2 of 3: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibit poor barrier separation after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The evaluation of the photo indicated poor gel barrier separation. Additionally, a total of 100 retained samples from each lot number were visually inspected, and no gel defects relating to poor barrier separation were found. Complaints for sample quality were not under statistical control for the month of june 2025, additional testing was performed. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided. Bd has initiated further root cause investigation relating to the issue of sample quality defects through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibit poor barrier separation after centrifugation. There was no health impact or consequences reported.